Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was not holding charge. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the product issue occurred on (B)(6) 2014 ¿in the early morning.¿ the patient detailed that he manages his diabetes with oral medication, diet and exercise and continued to take his usual dose of two pills of metformin and two pills of glipizide ¿in the early morning¿ of (B)(6). The patient claimed that within 24 hours after the alleged issue, he developed symptoms of feeling ¿sick and shaky¿ however denied receiving any treatment. During troubleshooting the cca noted that it was a recurring issue and that the battery did not need to be recharged. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggestive of a serious injury after the meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned on (B)(6) 2015 and further evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.